Event description:
Initial information was rec'd from a physician on 05-nov-2010: a female pt in her (B)(6) rec'd treatment with poly-l-lactic acid (sculptra) (no lot number or expiration date was provided) 3-4 times over years for nasolabial filling, and last session occurred on (B)(6)-2010. The physician reported that the pt was seen on (B)(6)-2010 and had symptoms of shingles including black necrosis over nose and some crusting on right lip and base of right nose (nostril). She stated that oral valaciclovir (valtrex), hydrocodone bitartrate+paracetamol (vicodin) and prednisone were started but pt was not responding as expected. The physician saw the pt again on (B)(6) 2010 and possibly some improvement in the necrosis, but lip and pain in jaw and neck are not resolving. Physician noted that the treatment of event did not include surgical intervention. This pt had a previous episode of mild shingle on the abdomen years ago which resolved; there was no history of immunological or collagen vascular disease. No concomitant medications were reported. No further relevant information was reported. Pharmacovigilance comment: sanofi-aventis company comment dated 05-nov-2010: this case is confounded by a medical history of (B)(6) in this pt. Detailed pt's medical history and complete list of concomitant medications are necessary for a proper medical assessment of the case.